Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy jejunal (peg-j) tube. On (B)(6) 2017 the patients' pej site was indurated and red. The physician started the patient on clindamycin antibiotic.